Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2012-05229, 05230. The three reports are related to three patients that are enrolled in an investigator initiated depression study. It was reported high impedance was revealed on the leads of all three patients during replacement procedures. No further information is available at this time.